Manufacturer narrative:
Additional information: d10, h3, h6. Explant was reported due to regurgitation. The investigation found that leaflet 1 and 2 were torn, which would have caused incomplete coaptation. There was circumferntial fibrous pannus ingrowth on the inflow surface which extended onto the base of all three leaflets. No acute inflammation or significant calcifications were present. The leaflets all had drying artefact and all three stent posts were bent. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the leaflet tear could not be conclusively determined, however the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2013, a 23mm trifecta valve was implanted. On (B)(6) 2020, an echocardiogram was performed and aortic regurgitation was noted. On (B)(6) 2020, the valve was explanted and upon explant a leaflet tear was noted between the non-coronary cusp (ncc) and the right coronary cusp (rcc) commissure was reported. A 23mm inspiris resilia aortic valve by edwards was successfully implanted. The patient was reported to be in stable condition.